Manufacturer narrative:
The heartmate 3 left ventricular assist system (lvas) was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was seen by infectious diseases (ID) on (B)(6) 2020 for a surveillance culture. The patient was positive for pseudomonas aeruginosa (psa) bacteremia and was admitted on (B)(6) 2020 for treatment. There was a concern that the left ventricular assist device (lvad) was seeded. Blood cultures cleared on (B)(6) 2020. It was planned for cefepime to be taken for 6 weeks and then ciprofloxacin indefinitely (for suppression).

Event description:
It was reported that on (B)(6) 2020, the patient was discharged and prescribed cefepime. There was concern this was causing acute tubular necrosis (atn). Patient was given ciprofloxacin at 750 mg orally for suppression. Cefepime was stopped after developing renal failure. Patient was discharged (B)(6) 2020 on ciprofloxacin 750 mg every 12 hours for suppression. Blood and urine cultures were negative.